Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The returned sensor was tested in-house, and the results were inconclusive due to a significant portion of the hydrogel (chemical component of sensor) missing from over the optics. In-vivo data showed diminished signal and metric for sensor performance (msp) throughout the insertion period, which is an indicative of the oxidation of hydrogel. No further investigation was possible as sensor was not returned.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on 31 august 2023, on day 128 of sensor life. No adverse events were associated with this complaint.